Event description:
Customer reported via phone call to have received a button error alarm and buttons were not responding. Customer reports of being connected while in a hot tub, but pump was not submerged. Customer's blood glucose was 135 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. However, the insulin pump had no button response due to corroded keypad traces. No moisture damage on electronics noted. The insulin pump received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.